Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert due to high superior vena cava (svc) impedance values. It was noted that the svc impedance had increased since last measured. In addition, the lead had high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.